Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device imagery revealed the sheath liner is torn distal to the strain relief, and the transcatheter heart valve appears to have torn/punctured through the sheath shaft in the strain relief region. In this case, the complaints of inability to advance through sheath, liner torn and sheath puncture were confirmed based on the provided device imagery. Available information suggests that patient factors (external patient anatomical conditions) and/or procedural factors (steep insertion angle, high push force) likely contributed to the events. Limitations arising from external patient anatomical conditions (such a high body-mass index, dense subcutaneous tissue, fibrotic tissue from previous interventions) can impede device advancement prior to vascular entry. During system entry, the sheath may be externally compressed by surrounding soft tissue, leading to increased friction at the skin and subcutaneous interface. This can result in resistance or failure to advance the system before it even reaches the vessel. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in secondary failures on the sheath as confirmed via the returned device imagery. In addition, high push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage or punctures. When combined with non-coaxial advancement trajectories (steep angles), these forces can further exacerbate damage to the sheath shaft, liner and strain relief, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transaxillary tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position, it was difficult to advance the valve due to anatomical factors and repositioning of approach. It was noted that the esheath+ was inserted at a steeper angle than preferred due to the deep vascular patient anatomy of the axillary artery. This led to the partial shredding of the esheath+ at its enclosed proximal section and split the seam further down. The whole system was removed and replaced with a second system. The insertion angle was adjusted to reduce severity of the angle of approach, and the second valve was successfully delivered and deployed. There was no injury to the patient who was stable throughout the procedure. Additional information provided per fcs indicating the physician reported the following: "deep vascular patient anatomy of the axillary artery, which led to sheath being at a steeper angle than preferred. The first valve opened was extremely difficult to advance, which partially shredded the e-sheath at the enclosed proximal section and split the seam further down. The entire system was removed with the e-sheath and a new e-sheath and valve were used on 2nd attempt. Adjustment of 2nd sheath to reduce severity of the angle of approach was made and the 2nd valve was successfully deployed. There was no injury to the patient and they are stable with discharge planned for today. It is believed by myself and the team the root cause of this complication was due to the patient's anatomical presentation. The primary operator had thought he had done enough to avoid this initially and made further adjustment on the 2nd approach." According to the provided device imagery, the transcatheter heart valve thv appears to have torn/punctured through the sheath shaft in the strain relief region of the esheath+. In addition, the liner is torn distal to the strain relief.